Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bins were not detected on the bus and required repair. A field service engineer (fse) removed all four smart bin boards, but none responded when isolated. Although the fse still received power from the station, there were no effects. The fse installed a new irac board, but the problem persisted. After few reboots, the fse found the new irac or another two boards, where the other two were affected and missed diagnostics. The fse took the fridge apart internally for 5 rows of bins, but no iracs were shown on the system. The fse then revised the versions, all were up to date, but fse¿s own irac was also not shown. The fse replaced the backplane bus board (bbb), transferred configurations, the station toon for the firmware downgrade, still no iracs was shown. The fse contacted the helmer support. The support asked to review all version for the iracs versus the bbb board system, this did not match as per the support agent. Finally, the fse upgraded 2 iracs version and downgraded the bbb version manually, after multiple reboots, the irac then shown. The fse reassembled the refrigerator internally, restarted the entire system and resolved the issue. The customer reconfigured the refrigerator and recovered all 15 bins on the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the refrigerator bins were not detected on the bus and required repair. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.